Manufacturer narrative:
(B)(4). D10 - medical product: femur cemented cruciate retaining (cr) catalog # 42502605801 lot # 63946859, tibia cemented 5 degree stemmed catalog # 42532006701 lot # 63938948, all-poly patella cemented catalog # 42540200029 lot # 63913721. Unk palacos with gentamicin catalog # unk lot # unk. G2: australia. H3: customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2024-00003, 0001822565-2024-00028, 0002648920-2024-00001. H3 other text : not returned by hospital.

Event description:
It was reported patient underwent a revision procedure four years post implantation due to unknown reason. No more information is available.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Medical records review indicates there is bilateral total knee arthroplasty, no intra-op complications/events, two weeks post-operative dvt prophylaxis. The provided radiographs were undated, but identified as post-op. They were not reviewed as it would not enhance the investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.